Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the hemostatic valve was accidentally pushed to the side while the exchange was taking place and the peel away sheath did not seal well which allowed for air to enter and sucked into the patient's heart. The device was not successfully used so the catheter was inserted through the sheath and then the sheath was pulled. It was mentioned that the procedure was completed. The patient had an air embolism and was put on their side for six hours. The catheter was not repaired. There was no leak and no luer adapter issue. There was no tego utilized and no cleaning agent used on the device. Betadine scrub was the cleaning agent used on the insertion site. There was no other defects or damages found on the device. There was nothing unusual observe on the device prior to use and no packaging damage. The patient was fine and discharged.